Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump touchscreen was not responsive to touch. Customer declined follow up from tandem technical support so no further information could be obtained. There was no reported impact to the customer's blood glucose level.